Event description:
It was reported that air was noted in the tubing to the pt. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 08/27/97. Two samples were rec'd and visually and functionally tested. Sample one had been used. The set had no visual defects. Leak testing was performed and no leakage was noted. The set was run in an instrumet at 60 ml/hr for 24 hrs without leakage, air in line, or alarms. Sample two was unused. Visual examination and leak testing was performed with no leakage noted. Although we were unable to duplicate the reported incident, the welding process of the pressure sensor disc has been optimized.